Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. There were no damages or deficiencies with the device that would suggest it was not operating as intended. Inspection of the download and patient history buffer (phb) data found no issues that would suggest a problem with insulin delivery. Therefore, no problem was found regarding the reported not sure delivering insulin event. During fluid path testing, a dull needle was observed indicating an inadequate hard cannula.

Event description:
The patient was wearing the pod on the arm for between 36 to 48 hours prior to the event. While the pod was in use, the patient experienced persistent hyperglycemia that did not respond to multiple attempted insulin boluses. The issue began after the pod was partially pulled out while the patient was trying on prom dresses, though it was not fully recognized at the time. The patient waited until 1 am in the morning to replace the pod, at which time the glucose levels remained above 400 mg/dl. Although, the patient did not experience physical symptoms, the parent became increasingly concerned when the glucose levels failed to decrease after the pod change and due to the presence of ketones in the patient's urine. The parent, unsure of appropriate next steps and unable to reach support while half-asleep, decided to take the patient to the emergency room out of caution on (B)(6) 2026. The patient was evaluated for approximately four hours and discharged the same morning at 6:30am. The medical team determined the patient was nearing dka and provided insulin corrections. Once laboratory results confirmed it was safe, the patient was discharged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.